Event description:
Boston scientific received information that during the implantation of this device, lead pacing impedance measurements were higher when the lead was connected to the device. When measurements were taken on the pacing system analyzer (psa), the pacing impedance measurements were lower. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that it could be a possible connection issue between the device and the lead. All other lead measurements were still normal. The consultant discussed that since the measurements were still normal there were no further recommendations. The device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If any additional information does become available, this report will be updated.